Event description:
During the percutaneous endoscopic gastrostomy insertion procedure, the t-fastener broke after applied to the pt. A second t-fastener broke (came off) the next day after placement. One pt involved.